Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 19.6mmol/l. Explained to customer that the internal power source in the insulin pump was unable to charge.

Manufacturer narrative:
The insulin pump was received unable to vibrate during self-test due to faulty vibrator also returned with power system error. Detailed trace analysis has confirmed power system error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. However, the insulin pump passed the sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was advised to change the battery on the device and monitor the issue. The customer did not return the product back for analysis.